Event description:
It was reported that the basal-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 6 mmol/l, and the meter bg reading was 20-22 mmol/l. As a result of the basal suspension, customer's blood glucose (bg) level rose to over 27 mmol/l. Paramedics were called and the customer was subsequently hospitalized due to the bg. At the hospital, the customer was treated with intravenous saline, insulin, and fluids. The customer was released from the hospital on (B)(6) 2025 with no permanent damage.